Manufacturer narrative:
No device was returned to resmed for investigation. The device evaluation was performed by the customer. The evaluation determined that the device failure to charge its internal battery was due to a defective main circuit board (pcb). A replacement main pcb was provided to the customer to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.